Event description:
On (B)(6) 2012 customer reported that less than 1 ml of fluid leaked from the bottom of the lh750 instrument onto the counter top. Customer stated that the fluid did not spill on a critical component. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the tubing had come off at port # 8 of the blood sampling valve (bsv). Fse resolved the issue by cutting back and re-attaching the tubing. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).